Event description:
It was reported that the unit is being returned for service. No reported patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received, visual and functional examination, the customer's complaint could not been confirmed. Testing included: functional test performed, functional test according to test procedure, electrical safety test, and accessories checked, pneumatic circuit checked. Mechanical upgrade performed, defective fastening material exchange, damaged bezel replaced, defective vso replaced, unit cleaned.